Event description:
The pt was transported to the hospital on 12/11 because she almost passed out and was vomiting most of the day. She had been obtaining "normal readings" (low 90's) on her meter, however, she continued to take her normal insulin dosages. Upon arrival at the hospital, her blood glucose level was 906 mg/dl (venous draw). She was treated with IV insulin and fluids and admitted for hyperglycemia and dehydration. The meter is not cleaned according to MFR's recommendations, alcohol is used to clean the meter optics. The reports stated that both the check strip and control solution results were "32" on 12/31. The check strip and control solution ranges were both reported as 66-89.